Event description:
It was reported by the customer that at the beginning of a dental extraction, the surgeon noticed a burn and blister on either side of the pt's lower lip. The procedure was finished with an alternate device. Bacitracin ointment, a non prescription antibiotic ointment, was applied to the burns. According to the provider, the pt has healed and there are no other concerns at this time.

Manufacturer narrative:
He attachment involved in the reported event was evaluated. During the evaluation, the tech noted several components were corroded. Signs of corrosion potentially stems from improper cleaning and/or sterilization practices.